Manufacturer narrative:
(B)(4). Method: the complaint neopuff was received at our regional office in the (B)(4) where it was inspected by a trained fisher & paykel healthcare service engineer. Our investigation is based on the service report and photographs provided by our (B)(4) office, information reported by the hospital and our knowledge of the product. Results: visual inspection of the photographs of the subject neopuff revealed physical damage to the gas outlet port. The damaged appeared to be the result of an impact to the device. The hospital also reported that the outlet port was damaged when their transport incubator was moved through a door entrance. A lot check revealed no other complaints for a broken gas port for lot 141110. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The complaint device was repaired and then returned to the customer after passing all performance tests. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined in the neopuff technical manual before connection to a patient.

Event description:
A hospital in (B)(6) reported that an rd900 neopuff infant resuscitator had a broken outlet port. No patient consequence was reported.